Event description:
Customer reported an issue with the panorama central station display which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the power supply. Tested system to factory specs.